Event description:
Balloon applicator burst while inside pt, necessitating replacement, so treatment could be delivered. Pt was not injured.

Manufacturer narrative:
Eval summary: mfg defect was confirmed and corrective action has been initiated.